Manufacturer narrative:
Additional information: b5, d10 upon receipt of additional information, it was determined that the event reported in MFR 8030665-2021-01297 was caused by a failure in the level detector of the hemodialysis machine, and is not a reportable event related to fmcrtg products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2021-01297.

Event description:
A facility registered nurse (rn) reported to fresenius technical support (ts) that when treatment starts the venous line fails, causing the venous and transmembrane pressure to change and the venous pressure transducer to fill with blood. Additional follow up revealed the patient completed treatment and there was no reported blood loss, and no adverse events were noted on the machine. A video was provided which indicated potential blood loss within the lines of the combi set. Additional information was requested but the contact was unable to provide further details for any specific event. 08/05/2021 additional information was received from the customer. It was reported that a technician was requested at the clinic to investigate the machines. The technician reported that they identified a failure in the level detector; specifically, in the valve of three paths. The technician replaced the damaged piece and performed the corresponding calibration and the machine worked without any further problem. The bloodlines were ruled out as having any defect that caused the reported event. The reported issue was resolved.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility registered nurse (rn) reported to fresenius technical support (ts) that when treatment starts the venous line fails, causing the venous and transmembrane pressure to change and the venous pressure transducer to fill with blood. Additional follow up revealed the patient completed treatment and there was no reported blood loss, and no adverse events were noted on the machine. A video was provided which indicated potential blood loss within the lines of the combi set. Additional information was requested but the contact was unable to provide further details for any specific event.